Event description:
It was reported via legal complaint that pt underwent total hip arthroplasty on an unk date. Subsequently, pt underwent revision procedure (B)(6) 2011 due to pain and hypersensitivity with elevated serum cobalt and chromium levels. Modular head component was removed and replaced with ceramic components.